Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) pace impedance measurements of this implantable cardioverter defibrillator (ICD) system are fluctuating between two stable values of 478 ohms and 1300 ohms across various dates. The observed impedances measurements are within normal specification limits. The rv lead is not a boston scientific product. No noise was able to be produced with isometric testing. When the ICD device was manipulated, an increase in the rv pace impedance measurement was produced but no noise was observed. Boston scientific technical services (ts) indicated that this may be a device header spring contact issue as no noise was observed in the stored episodes or could be produced with testing and the impedances fluctuate between two stable values. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) pace impedance measurements of this implantable cardioverter defibrillator (ICD) system are fluctuating between two stable values of 478 ohms and 1300 ohms across various dates. The observed impedances measurements are within normal specification limits. The rv lead is not a boston scientific product. No noise was able to be produced with isometric testing. When the ICD device was manipulated, an increase in the rv pace impedance measurement was produced but no noise was observed. Boston scientific technical services (ts) indicated that this may be a device header spring contact issue as no noise was observed in the stored episodes or could be produced with testing and the impedances fluctuate between two stable values. The products remain in-service. No patient symptoms or adverse patient effects were reported. The ICD device was subsequently returned to boston scientific, indicating it was explanted. No other information was provided. No patient symptoms or adverse patient effects were reported.